Manufacturer narrative:
We have now concluded the investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The device, used in treatment, has not been returned for evaluation. Visual and functional evaluation could not be performed and a relationship, if any, between the device and failure mode could not be established. The root cause remains undetermined. Suction issues can be caused when the internal diaphragm is torn or damaged and or the valve seats have become contaminated or worn. This can also have an impact on the device¿s ability to detect leaks. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the motor fault. It does not detect the leaks and does not vacuum. Back up was available. No delay reported. Please note that another complaint was opened; one for each failure mode mentioned.